Event description:
Bpm isn't reading correctly. Er2 took it again immediately 149/85, 10 min later 146/84. 112/62.

Event description:
Bpm isn't reading correctly. Er2 took it again immediately 149/85, 10 min later 146/84. 112/62.